Event description:
It was reported that during a routine device change procedure, this right ventricular (rv) lead broke when removed from the old device. The physician surgically capped and abandoned this lead. Because the patient did not require a rv lead, the physician wanted to reprogram the new device sensing. Boston scientific technical services was contacted to confirm this would be possible. It was discussed that the lack of a rv lead is off-label usage. It was strongly recommended to insert the ra lead into the rv port to disable rv auto lead sensing features. At this time, this lead remains implanted, but capped and out-of-service. No additional adverse effects were reported.